Event description:
12 at/af(atrial tachyarrhythmia / atrial fibrillation) episodes ongoing since (B)(6) 2023, suspected intermittent atrial undersensing, suspected intermittent atrial under-sensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5147498.